Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy procedure, the clip came out of the vessel when the surgeon pressed the handle. A new device was used to complete the case. There were no clinical consequences for the patient.